Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump reset unexpectedly. The customer had not tested blood glucose level at the time of the reported event. There was no reported impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the customer was able to reload a cartridge onto the pump and resume insulin delivery.